Manufacturer narrative:
04/22/2021 - the consumer accepted "and" replacement. Therefore the device will not be returned to the manufacturer for an investigation.

Event description:
(B)(6) 2021 - the consumer claims the controller on the product is to hot to touch. The consumer has accepted a replacement.